Event description:
The customer contact reported the pt received more medication than intended. The pump was programmed for pain management, epidural delivery of an unspecified concentration of fentanyl and bupivacaine 0.75%, in the pca+continuous mode, with a continuous rate of 10ml/hr, a 5ml pca dose, and a 60ml container size. After an unspecified length of time, it was reported "the family notified the nurse that when the pt pushed the bolus, the pump kept delivering the bolus for longer than it should." The device was removed from clinical service. Therapy was resumed using a replacement pump. The physician was notified. The pt's vital signs were monitored frequently. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 10.25ml from an expected delivery of 10ml. Delivery accuracy for this device requires delivery between 9.5ml and 10.5ml. The pump history was downloaded and printed at the manufacturing site. The dates and programming present in the history did not correlate with the customer's reported event info. (B) (4)